Manufacturer narrative:
Concomitant medical products: product ID a810, serial# (B)(4), product type software. Product ID a810, serial# (B)(4), product type software. Product ID 8840, serial# (B)(4), UDI# (B)(4) product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The tablet involved with the event was the samsung-sm-t818a. The serial number of the 8840 was (B)(4). The cause of the memory error was unknown. It may have been a potential interruption of telemetry. The version of software was android 7.0 and synchromed ii version 1.0.7493.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. Product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: a810, serial/lot #: unknown; product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 1150 mcg/ml; 300 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported an alarm occurred. The hcp attempted to update the pump with the new (B)(6) tablet and he was seeing service code 112 "pump memory error. Infusing settings are invalid. Re-enter infusion settings." There were no abnormalities in the logs and the hcp was seeing the programming step instructions from the previous pump updates. The pump did not alarm, and the hcp was interrogating the pump when he saw this message occur. When the hcp went under a workflow, all the infusion settings had been erased. The pump was read with the 8840 and was getting the same message that a memory error occurred. The alarm was not heard but was confirmed by telemetry. The hcp was able to complete the programming. The hcp was able to successfully update the pump using the (B)(6) tablet and checked with the 8840 if the programming was completed successfully. It was confirmed the 8840 was reading that the programming was successful as well. Troubleshooting resolved the event. No symptoms reported. No further complications were reported.